Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports having problems with his meter, readings are far apart. Analysis run on clark error grid using mean avg. Reading (50) as ref. Points vs. Bd readings (20, 80) yielded data points in the d range of the grid, outside of acceptable limits.